Manufacturer narrative:
Cynosure's clinical team was unable to obtain patient/treatment details to further investigate this incident as the customer site was unresponsive to multiple requests for information. A recent device evaluation found the unit operating as intended and working within specification. Cynosure is unable to determine how the patient experienced a kidney infection following a laser procedure, but we intend to report this as an adverse event.

Event description:
Patient claimed of an alleged kidney infection following a laser procedure. (Patient 2 of 2).